Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus"), fallopian tube perforation ("perforation: tubes"), device expulsion ("location of device: uterus"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage ("persistent bleeding") and vaginal haemorrhage ("abnormal bleeding "vaginal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2002 and 24-jun2010)), caesarean section, ectopic pregnancy, recurrent abortion and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: darvocet and motrin. Concurrent conditions included body mass index normal, sinusitis, allergic rhinitis, ligament sprain, hair loss, depression, back pain, inability to lose weight, acne, breast pain, mood swings, nicotine dependence, polycystic ovarian syndrome, irritable bowel syndrome, diarrhea, smoker and drug hypersensitivity. Concomitant products included bupropion (wellbutrin) since 2018, fluoxetine until 2018, medroxyprogesterone (depo provera) from august 2010 to september 2010 and obetrol (adderall) since 2017. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), fungal infection ("yeast infections"), migraine ("migraines /headaches") and headache ("migraines / headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), hirsutism ("hormonal changes describe: facial hair"), vaginal discharge ("vaginal discharge,"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with hysterectomy, bilateral salpingectomy and ablation d & c. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, hirsutism, fungal infection, migraine, headache, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain and genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had indicating excellent placement.. Both devices were positioned nicely. The most proximal end of the essure coil just inside the cervix. Several of the coils were slightly adherent to the cervical wall. Physician followed the coils p into the uterus. Physician could see the essure inner coil partially in to the left tubal ostea. Most of the inner coil was extending out of the tube. The tube appeared to be occluded around the inner coil. The outer coil was stretched out and attached at the left tubal ostea. Physician used the fluid to free the coil from the cervix. Physician used graspers to gently tug on the coil. It would not release. I then choose to cut the coil. Rather than leave it free to adhere again to endometrium or cervix. Pt tolerated procedure well.. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. (B)(6) 2015:medical imaging report: history: irregular menses. Multiple transabdominal and transvaginal images were obtained using high resolution ultrasonography. Impression: essentially normal ultrasound study of the female pelvis she underwent essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet receive. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia, facial hair, yeast infections, migraines / headaches, migration of essure device location of device: uterus, perforation (uterus, fallopian tube, cervix ) aginal discharge, weight gain. Are added. Lab data updated. Concomitant , historical condition andn drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.